Event description:
Patient presented in 2008 after 1/08 eab. She had had a tubal ligation with filshie clips in 2006. In 2008, she underwent an exploratory laparoscopy and repeat tubal ligation with falope rings. During surgery, I noted that the right clip was in place but the left filshie clip was missing. Upon further investigation, the left tube was consistent with proper prior placement of the clip secondary to visualized compression injury on the tube. This is the third filshie clip malfunction since I became a licensed physician in 2000. I thought that you should be aware. Dates of use: 2006 - 2008. Diagnosis or reason for use: desired sterility.